Event description:
It has been reported to philips that the wired footswitch was not working the device was in clinical use. The procedure was aborted, however, no patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch had broken screws. During troubleshooting, the fse secured connection until replacement arrives. The fse replaced the wired footswitch once it arrived. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.